Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump goes into a suspend mode and continues to deliver insulin. The customer has had unexplained low blood glucose at least eight times. The blood glucose reading at time of call was 458mg/dl. The customer stated that she is running higher than normal due to the tubing being cracked, and she treated with the insulin pump. Instructed the customer to discontinue the use of the insulin pump and revert to a backup plan. No further information was provided.